Event description:
Procedure: unk. Reportedly, when the trocar was removed following the procedure the metal "pin" from the locking collar fell into the wound. The scrub nurse found it and no harm was done.